Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was a deviation during a revision case with hardware down to l4. The construct was being extended down to l5/s1. A scan plan workflow was used and the surgeon decided to "float" the surgical system instead of mounting it to the patient. The surgeon drilled, tapped and placed the screw, but it felt medial. A probe was placed down the l4 track where previous hardware was to check accuracy and it was medial. The surgeon aborted the use of the guidance system and used navigation to redirect the l5 screw. There was no patient harm and the procedure was delayed less than an hour. Additional information was received stating that trajectories were deviated about 2-4 mm. The cause was undetermined, but the manufacturer representative suspected the arm floating with no mount to patient.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA: 624392. A1: the patient's initials are not available. H6: no parts were returned for product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.